Manufacturer narrative:
B3 event date: the events occurred on unspecified dates, reported as "occurring for two years." The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hoses (tubing) of an unspecified quantity of amia automated pd sets were damaged; further described as heat exposed/ heat melted lines and molded patient line to the patient line sterile connection. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.